Event description:
Dealer alleges, charger caught fire. Ie spark, smoke.

Manufacturer narrative:
Failure to follow owner's manual. User abuse- liquid ingress on charger.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Dealer alleges charger caught fire. Ie spark, smoke.